Manufacturer narrative:
(B)(4).

Event description:
The dentist reported a fracture of a dental implant 2 years and 5 months after its installation. The implant was installed in intraoral region #19 and patient had bone type ii.